Event description:
It was reported that during use, the handpiece stopped operating. The customer reported that it worked at first, and then stopped working after the trigger was released and depressed. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. Further investigation found that the oscillator saw has a potential to activate on its own related to controller failure. An investigation for this failure mode is still in process. Conmed linvatec will continue to monitor this device for failures.